Event description:
I put on an n95 mask that had been decontaminated by the battelle system. Immediately, I noticed a chemical odor and felt nauseous. I am concerned about the residual chemicals that remain in these masks after decontamination. FDA safety report ID# (B)(4).